Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis identified red particle material on the shell and broken shell. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and seroma-late.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported capsular contracture, baker grade IV and seroma. Device has been explanted.